Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Date of event is an estimate based on the customer date given of (B)(6) 2019.

Event description:
It was reported that the device over infused. Although requested, additional event information and patient demographics were not provided.

Event description:
It was reported that the device over infused. The entire syringe was emptied. Although requested, additional event information and patient demographics were not provided.

Manufacturer narrative:
Correction: b.4 the reported issue that the pca module over infused and had emptied the entire syringe could not be confirmed. Inspection process did not find any condition which could have produced an over infusion. The associated pcu event log review found that the returned pca module had no recorded usage in the month of december for year 2019. The associated pca event log was found to have been overwritten with (B)(6)2020 data. It was reported that the biomed had received the reported incident complaint on the 9th or 10th of january 2020; the pcu event log had no recorded usage of the pca module on these dates. The pcu event log had recorded the pca module was attached to the pcu on the date 1/13/2020. The recorded time period was 2:37pm to 11:05pm. No infusions were found to have been programmed. The pca module when selected had the syringe selection screen pop-up but had ¿check syringe¿ alarms recorded from 9:14pm to 9:24pm after soft key 13 (confirm) had been selected; however the cause for these alarm events could not be ascertained from the log. The pca event log recorded that during the ¿check syringe¿ alarms on 1/13/2020, the door was being opened and closed several times. The associated pcu connection during 1/8/2020 through 1/10/2020 was not captured within the pca event log due to the information having been overwritten. The reported incident could not be identified within any of the device logs. The pca module passed the asm pm functional and accuracy test requirements. A root cause for the reported issue that the device over infused and had emptied the entire syringe could not be identified.